Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that a nurse was obtaining products from central supply stock for a case and found thoracic chest tube catheters that the packaging was unsealed on one end.

Manufacturer narrative:
The thoracic catheter was received and inspected. The bottom side of the catheter pouch was found to be unsealed. Upon further inspection it was determined that there were no signs that the pouch had been attempted to be sealed. There were no witness lines created by the sealer or deformation of the film caused by the heat of the sealing process. The pvc thoracic catheters are supplied to atrium by a contract manufacturer (diversatek healthcare), which is responsible for the assembly and packaging processes. Atrium receives the product and performs an aql sampling and inspection of the packaged assembly. The inspection includes verification of appropriate labeling and packaging. Review of the receiving inspection records for this lot of catheters were found to have met specifications. Based on the confirmation of the complaint, atrium medical has issued a supplier corrective action request to the supplier of the catheters. Thoracic catheters are sterile, single use, disposable devices and are intended to facilitate the evacuation of air and/or fluid from the chest cavity or mediastinum. A package that is unsealed would be expected to be noticed before it was entered into the sterile field, as it was in this case. It would represent a delay in treatment for the patient. The instructions for use (IFU) states do not use if the device or packaging is damaged.